Event description:
It was reported by service report that the fowler was drifting. There was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Device was evaluated by (B)(6) rehab hospital. Fowler clutch/brake.